Event description:
On (B)(6) 2010, patient reported the down button on the infusion device did not respond when trying to program a bolus. All other buttons on infusion device were functioning as intended. Patient boluses 3-5 times per day and has used this infusion device since (B)(6), 2006. The infusion device has not been dropped or exposed to water or insulin ingress. Down button pops back up after it is pressed. Patient is able to get down button to respond by "wiggling it." Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.